Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 1 month.  The patient remains ongoing with the device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted with lactate dehydrogenase (ldh) level of 639 u/l and suspected pump thrombosis. The patient was treated with intravenous heparin and discharged the next day. The ldh level remained elevated at 744 u/l. On (B)(6) 2017, it was reported that the patient was stable at home with ldh levels in 400¿s u/l, which was this patient's baseline. Urinalysis testing has remained negative for occult blood. No additional information was provided.

Manufacturer narrative:
The pump remained in use supporting the patient until a pump exchange was performed on (B)(6) 2017 (reference medwatch MFR report # 2916596-2017-01992 for the pump exchange event). A correlation between the device and the reported event could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient underwent a pump exchange on (B)(6) 2017.